Event description:
This complaint was created due to the receipt of a medwatch report (mw5148044) received on 1dec23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-2450-120, system 2450, 120v. The report states that on 18oct23 ¿while removing large colon polyps, electrocautery unit did not work resulting in bleeding at polypectomy site.¿ the report attributes "hospitalization" for this event. Further information has been requested; however, to date no response has been received. This report is being raised due to the reported injury of a patient due to bleeding.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: a good faith effort was completed; however, no response was received. This complaint was created due to the receipt of a medwatch report (mw5148044) received on 1dec23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-2450-120, system 2450, 120v. The report states that on (B)(6) 2023 ¿while removing large colon polyps, electrocautery unit did not work resulting in bleeding at polypectomy site.¿ the report attributes "hospitalization" for this event. Further information has been requested; however, to date no response has been received. This report is being raised due to the reported injury of a patient due to bleeding.